Event description:
It was reported that insulin gauge displayed an amount different than expected in pump and mobile app, with app showing a fill estimate of 175 units while cartridge contained about 150 units. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed that a difference within 15 units was considered accurate, educated caller about acceptable variation in fill estimates, and caller understood and acknowledged guidance. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.